Event description:
The hospital reported that before an endoscopic vein harvesting procedure, it was identified that it was not enough light. A replacement unit was used to complete the procedure. The hospital did not report any patient involvement.

Manufacturer narrative:
Investigation details: scholly assessment received in 2007, indicates that the distal window damaged from customer mishandling.